Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reports since (B)(6) 2019 she noticed therapy is not helping her but prior to (B)(6) 2019 it was working well. Patient reports every 30mins the urine comes out and she have to wear 3-4 pads at night and pad on her bed and the urine keeps coming. Patient states during surgery they broke a rib so it took her a month after implant to actually use the implant. Patient states there is no issue with the stimulator but her physical state took some time. During the call it was determined that stimulation was on. Patient sync with handset /communicator and setting is p4 @ 0.9v and patient increase stim to 2.0v patient said she has been doing it wrong all this time because he is changing programs each time. Reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. Troubleshooting resolved reported issue.